Event description:
Reporter indicated that a vns pt developed an infection shortly after vns generator replacement surgery. The generator and lead were explanted. Per the reporter the recent generator replacement surgery was the cause of the infection. It is unk if the pt had any trauma or manipulated the vns. The causative organism was staphylococcus aureus. The pt had antibiotic therapy as well. It is unk if the pt will be reimplanted with the vns. The pt is recovering from the infection per the reporter. The explanted generator and lead have been returned for analysis. Analysis of the generator did not reveal any anomalies. Analysis of the lead is still pending.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.